Event description:
Related manufacturer reference number: 2017865-2022-03058. It was reported that the patient presented experiencing a pocket infection. The right ventricular and atrial leads were explanted. The patient was in stable condition before, during, and after the procedure.